Manufacturer narrative:
Plant investigation: the product sample was returned for evaluation. The manufacturing records were reviewed, and no evidence of non-conformances were found. The luer lock adapter of the venting line and the port of the oxygenator were visually inspected. The inner conus of the luer lock positive adapter and part of the cap were broken. There were no abnormalities observed at the luer port oxygenator housing. The reported issue was confirmed. As a result, the incoming goods inspection has been tightened for the luer lock positive adapters.

Manufacturer narrative:
Plant investigation: as no sample is available to be returned, a physical examination could not be performed, and the reported issue could not be confirmed. There was no evidence of a non-conformance observed in the manufacturing records. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that during priming, the airing port was leaking. The perfusionist tried to tighten the cap and the entire tip of the port broke off. The circuit was changed for a new one. Upon follow-up, it was confirmed that there was no consequences for the patient. The sample cannot be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h6: conclusion code.